Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory of this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. "Named health consequences." The patient "requires, and/or will require more health care and services and did incur medical, health, incidental and related expenses." The patient "in the future will be required to obtain further medical and/or hospital care, attention and services". Further review of the manufacturer's database indicated the patient is deceased and died approximately eighteen months post lead implant.

Event description:
An attorney alleges that as a result of the implantation of lead wire, the patient "suffered injuries relating to" "defective" lead "including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life." The patient "experienced and/or is at risk of experiencing serious and dangerous side effects including, but not limited to painful electric shocks to the heart, phantom fears/pain/shocks to the heart and/or failure to deliver necessary shock(s) to the heart, cardiac arrest, death and/or such other side effects as shortness of breath, shakiness, headaches, dizziness, pale skin color, sweating, need for subsequent surgery to remove and/or replace the defective device, and/or severe permanent health consequences, physical and mental anguish, diminished enjoyment of life and the need for lifelong medical treatment, monitoring and/or medications, and fear or developing any of the above".